Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt failed essential performance testing. This failure was due to a cut interconnector cable. The root cause for the cut cable could not be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.